Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First clip used was placed without issue. The second clip xtw (lot: 41011r2050) was placed lateral to the first clip however, the posterior gripper would not lower during independent actuation. Troubleshooting was performed but did not resolve the issue. A replacement clip was used to complete the procedure. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.